Event description:
Customer reported with an issue of cracked lens and punctured pink tip (probe unit) . The issue found during an unknown event. There was no patient harm or injury reported. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found the customer reported issue of punctured pink tip (probe unit) confirmed. Inspection noted the probe unit is cut, the objective lens is chipped and the bending section glue is chipped. Minor dents observed on c-body. Evaluation findings confirmed the customer reported issue. Investigation is ongoing. This report will be supplemented accordingly following investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.¿

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged acoustic lens likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.